Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in the united kingdom, this was a case with a 23mm sapien 3 ultra valve in aortic position by transfemoral approach. This was a highly complex case with a young patient who had previously received a surgical valve, followed by a homograft. The patient had low coronaries and consequently received coronary protection in both the left and right arterial systems, in addition to a sentinel device. The 23mm sapien 3 ultra valve was implanted too deep in the left ventricular outflow tract obstruction. There was under expansion of the valve and significant perivalvular leak. A second valve was quickly prepared and implanted in the patient in a higher position. The patient remained stable during this event. Moderate perivalvular leak remained following the second implant and the decision was made to post-dilate the two implanted valves. The result was zero paravalvular leak and no acute complications from the two valves. Coronary perfusion was evident and there was no stroke. The patient was doing well. It was believed that an ectopic increased pressure in the ventricle pulled the valve towards the ventricle. The under deployment was due to a lot of calcium. The physician did not want to rupture the annulus with the initial inflation.

Manufacturer narrative:
The device was not returned for evaluation. The complaints for valve malposition and paravalvular leak were unable to be confirmed due to unavailability of relevant procedural imagery/medical report. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. As reported, "the 23mm sapien 3 ultra valve was implanted too deep in the lvot. There was under expansion of the valve and significant pvl. It is believed that an ectopic increased pressure in the ventricle pulled the valve towards the ventricle. The under deployment was due to a lot of calcium and the consultant did not want to rupture the annulus with the initial inflation". Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. In this case, patient had an ectopic beat during valve deployment. Ectopic beats are changes in the regular heart rhythm due to extra or skipped heartbeats. They can disrupt rapid ventricular pacing during thv deployment. Rapid pacing disruption can result in loss of capture via sudden delivery system movement, causing the ds/valve to be pushed downward into the ventricle, as reported. As such, available information suggests that patient factors (ectopic beat) may have contributed to the valve malposition. Due to the malpositioned valve (too ventricular), it is likely that the pvl skirt was unable to properly seal against the annulus such that this lead to paravalvular leak (pvl). In addition, as the valve was under-expanded, it could have contributed to the formation of pvl channels between the valve and target site. It is also possible that the presence of significant calcification resulted in irregular contact between the annulus and the valve, leading to the pvl. As such, available information suggests that procedural factors (valve malposition, under-expanded valve) and/or patient factors (calcification) may have contributed to the paravalvular leak. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.